Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had motor issues and a no delivery alarm on their insulin pump. The patient's blood glucose level was 99 mg/dl at the time of the call. The customer their insulin pump currently works properly but mentioned that it was just out dated. No further information was provided.